Event description:
Pt underwent l shoulder surgery with placement of alleged pain care 3000 pump in 2004. Approx four months later, pt had r shoulder surgery with placement of alleged on-q I-flow pump. Pt now requesting l shoulder replacement based upon glenhumeral chondrolysis.